Event description:
It was reported that there was leakage around the titanium adaptor. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the adaptor was not returned and the lot number is unknown, a device analysis cannot be completed. A trend review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon receipt of additional information from follow up, it has been determined that the leak was from the catheter tubing. There was no allegation against the titanium adaptor. Should additional relevant information become available, a supplemental report will be submitted.